Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a scratched grip tip. Both grip tips had several scratches. The scratch marks measured approximately .1430" in length. The outer coating at the scratch marks was missing and was not returned with the instrument. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, instruments driven outside the field of view, or abrasive instrument cleaning.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was observed to have a broken tip. The procedure was completing as planned with no reported injury.